Event description:
Upon manufacturer investigation, the device was discovered to be deformed.

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Part: 355.33. Lot: 1l03255. Manufacturing site: (B)(4). Supplier: n/a. Release to warehouse date: august 16, 2018. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received images. The images were reviewed, and the complaint condition is confirmed. The threaded connector's threads are stripped and the device is deformed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following wash on an unknown date, several products were found to be faulty. Upon manufacturer investigation, the device was discovered to be broken. There was no patient involvement. This report is for a connector for threaded extraction hooks. This is report 2 of 3 for (B)(4).